Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon 80% deployment the valve dove to 14mm distal to the aortic annulus. It was attempted to reposition the valve to the annulus and it dislodged. The valve was pulled to the descending thoracic aorta and deployed. A second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.